Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. Escalation review determined that the user had not been using the system since july 8, 2025, and no recent data or calibrations were available to assess performance. Multiple follow up contact attempts were made to continue support, including phone calls, voicemail, sms, and email; however, the user remained unresponsive. No further investigation or resolution was possible.

Event description:
On nov 05 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported. This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria.